Event description:
During a monarc sling implant procedure, it was reported that the plastic tape failed "to slide/separate to one edge." It was reported that the pt had "tight mesh below urethra." Pt outcome is unk at this time. Add'l info was requested.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.